Event description:
Reporter alleged finding the third pin burned and melted on the inform meter. Reporter is from the manufacturer's evaluations department and discovered the alleged issue after the device was returned to the manufacturer. No actions or treatments were reported. No adverse event reported. The suspect device was returned and replacement product was sent.